Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: the underlying cause documented on the irs or return fields in oracle is identified as: motor (B)(4) / brake failure-electrical / electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault during bench test. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left motor and gearbox of having a five flash error code indicating a left park brake fault caused by strain relief pullout. Complaint was confirmed. The underlying cause is strain relief pullout. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left motor and gearbox of having a five flash error code indicating a left park brake fault caused by strain relief pullout. The underlying cause documented on the irs or return fields in oracle is identified as: motor (B)(4) / brake failure-electrical / electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault during bench test. Dealer states the wrench is flashing 6 times, bad left brake per tech services.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the wrench is flashing 6 times, bad left brake per tech services.